Event description:
It was reported that the right atrial lead triggered a lead warning for an out-of-range impedance and there was a lead polarity switch. The last bipolar pacing impedance measurement was 340 ohms so it was suspected to be low impedance however limited performance data was available. Further investigation was discussed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4092 implantable pacing lead (B)(6) 1999. (B)(4).